Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had second occurrence of replace battery alert or replace battery now without a low battery warning. Customer's blood glucose value was unknown at the time of the incident. The customer was advice the pump will need to be replaced. Advice they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, active current and sleep current test. Unexpected battery power loss not found during testing.